Event description:
Related MFR report number: it was reported, that a patient presented with their atrial and right ventricular (rv) leads dislodged, due to twiddler's syndrome. The physician elected to explant and replace both the atrial and rv leads. There were no patient consequences.